Manufacturer narrative:
(B)(4). Date sent: 8/2/2023. D4: batch # 127c93. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with no reload present. In addition, an unknown piece of plastic was received inside of a plastic bag. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch no conclusion could be reached on the cause of the foreign matter since the device was returned opened. Device history review a manufacturing record evaluation was performed for the finished device batch number 127c93, and no non-conformances were identified.

Event description:
It was reported that the echelon fired and bit of plastic got stuck in the gun, opened new gun. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.